Event description:
Customer reported a pt was able to pull the cuff away from the strap. The cuff and strap were separated at the stitching part. Security was able to restrain the pt. The male pt was extremely agitated on (B)(6) 2012; therefore, they applied (4) restraints to the pt. The pt was able to pull away from the wrist cuff straps and the threading appeared possibly looped. The pt was discharged from their facility on (B)(6) 2012, his current condition is stable. There was no pt injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported product issue. The wrist cuff is fully intact and fully functional. There is no stitching coming apart. The buckles lock on the straps and unlock as they should; used a test key 7pk. There is no physical damage observed. MFR references file # 2012-05756.